Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the saphenous vein graft artery. A 4.0x19mm graftmaster was used to treat a perforation; however, the perforation partly sealed when the stent was implanted. The implanted graftmaster was post-dilated and the perforation sealed completely. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.